Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer used "cool" insulin and did not properly perform the cartridge air removal step of the load procedure. Tandem technical support educated the customer on proper load technique and cartridge/insulin labeling. Following a system check performed by tandem technical support, the customer replaced pump supplies and resumed insulin. Customer's blood glucose was in the range of 186-300 mg/dl.

Manufacturer narrative:
Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.